Manufacturer narrative:
During the rewind test, pump error 3 was noted. Unable to perform displacement test due to failed rewind test. Pump error 63 was noted during the self-test. Successfully downloaded history files and traces using thus. Pump error 63 (variable 9) was present in the history download on event date of 11/30/2022 20:21:24.000. Pump error 63 (variable 3) was noted during testing on 06/29/2023 12:32:42.000. Pump error 3 was found in the history files on 11/30/2022 20:21:39.000, and was also present during testing. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found broken traces at the u1 chip on pins 1 and 6 on the keypad assembly. Also moisture damage was found on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, corroded home switch. Pump error 63 was confirmed due to broken trace at u1 pin 6 on keypad assembly. Pump error 3 confirmed due to moisture damage on the motor. Unresponsive keypad was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported all buttons were stuck. Troubleshooting was performed and advised the customer to monitor the time display and stated a change in minutes. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for product analysis.